Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt's experiencing pain and irritation at the lead incision site. As a result, she was placed on oral antibiotics as treatment. Stimulation has not been activated at this time. The pt will schedule a future wound check. Follow-up identified the incision site is improving and the pt will be evaluated once again in the 2 weeks. The pt has affective stimulation coverage.